Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two photographs and one device. The visual inspection of the returned photos noted: the first photo depicts the catheter being used during a surgical procedure. There is a red circle around the red luer adapter. The second photo depicts a close-up view of the adapter. There is a hole at the connection of the extension tube. The visual inspection of the returned product noted: the blue port, clamps, bifurcate and cannula appeared intact. The red port white protective covering was cut and peeled back. A functional evaluation found that the distal end of the cannula was clamped and a water bath test was performed, air bubbles were detected at the connection of the extension tube on the red port side. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the hole in the extension tube may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a leak of about 5 ml found in the extension tube and fork connection during treatment. Iodophor was used to wipe for disinfection. It was stated that the catheter has not been repaired, there was no dico additives used, and there was no problem with the luer connector. The extension tube was replaced in order to resolve the issue. There was no patient injury.